Manufacturer narrative:
The neuromonics device keeps a log of device usage in memory that can be downloaded and reviewed by clinicians to assist with discussion at follow-up appointments. Upon return of the device to neuromonics, this data was downloaded. Review of device usage data from the device does not show any use beyond 06/26/2007. Testing of the device upon return to neuromonics (08/10/2007) indicates that it is functional.

Event description:
While there has been no claim of a device malfunction, the following incident occurred to a pt that had previously used the neuromonics tinnitus treatment. History: the person concerned had a tire blow up next to his ear in 2007. He had significant disturbance from tinnitus and hyperacusis afterwards. The pt visited the clinician and wanted to proceed with the neuromonics tinnitus treatment. The pt presented with reactive tinnitus, and was highly disturbed by his tinnitus. The pt was fitted with the neuromonics tinnitus treatment two months later. Six days later, the pt claimed to have reactive tinnitus (where many if not all environmental sounds may exacerbate the tinnitus). Having reported reactive tinnitus, the clinician moved the patient to the 2nd phase of treatment. A tinnitus coach/psychologist was recommended on 6/08/2007. Fourteen days later, the pt reportedly had his reactive tinnitus under control and was using the neuromonics tinnitus treatment. On 6/28/2007, a psychiatrist reportedly recommended that the pt cease using the device until he had his anxiety and stress under control. There is no evidence of device usage after this date. The pt also sought treatment from a second clinician, then reportedly attempted suicide on or before the next month and was hospitalized.